Manufacturer narrative:
Concomitant medical devices: 4076-45 lead implanted: (B)(6) 2017; tissue valve implanted: (B)(6) 2013.

Event description:
It was reported that the patient came to the emergency department after hearing an alert. Review of remote transmission data indicated that the right ventricular lead had triggered an integrity alert due to non-sustained episodes and short v-v intervals. The lead was suspected to be fractured. The lead was programmed off and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.